Event description:
Patient (pt) admitted with nstemi (non-st-elevation myocardial infarction), aortic stenosis. Was taken to or (operating room) by doctor. There were issues in or with the aortic valve: requiring opening aorta multiple times and ultimately replacing valve twice. Pt had long pump time and required multiple blood products. Impella was placed and chest left open. Initial valve used was a sutureless valve that we have not used here. However, surgeon expressed that he was comfortable with valve. It was never determined why valve was nonfunctioning. Case should be reviewed. Pi (patient identifier) note: person that entered sir entered under incorrect visit.